Event description:
It was reported that there was pacing failure, sensing failure, and high thresholds. Echocardiography determined dislodgement of the lead. The physician repositioned the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.